Event description:
It was reported that the large needle driver instrument does not hold needles properly. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument moved intuitively with full range of motion in all directions and there were no issues observed with grasping. Engineering also observed the distal end of the maintube has a 2.5 inch long section with material removed all around the main tube. Damage occurred 3 inches above the proximal clevis and the wear pattern is consistent with damage from a defective cannula. No other damage was found. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.